Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x28mm promus element¿ plus stent was selected for use. During unpacking, a kink was noted on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent struts on two separate rows were raised in the center of the stent. This damage is due to the stent meeting resistance or an obstruction. The device's stent protector was not received for analysis. However it was noted that the complaint device is issued a stent protector. The stent od was measured at the undamaged proximal end of the stent. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x28mm promus element plus stent was selected for use. During unpacking, a kink was noted on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.